Event description:
Patient (pt) called back stating for the last year maybe the pts ins was acting weird for the ins was turning on by itself and would have to turn it off. They also had it where the ins would not be charged and would have to charge the ins twice a week. The pt also did not know if there was a lead loose because on their right side every once in a while, their body would get electric sensation and it was weird. The pt was redirected to their hcp for further assistance. Pt noted they called into medtronic patient services about this issue and every time they call they tell them to reset the controller. In the last 9 months their controller was acting weird because when they would attempt to recharge the ins it did not find it and would search. Then last night they got system problem rm03. Pt noted it was taking them two hours to charge the ins as well. Every time they called about this issue they said to reset and call back if issues persisted. During call pt verified no damage to the rtm or to the controller charging port. Pt noted they had got the rtm cord replaced over a year ago or in 2021 or 2020 for it was not charging. Agent closed case.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6) product type recharger. Product ID 977c265 serial# (B)(6), product type: lead. Product ID: 97745, serial# (B)(6) product type programmer, patient. Additional information received, updated in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Coding updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient's device was shutting off on its own. The patient called the number on the back of their card and they told them to reset it. After resetting it, it continued to shut off on its own. When asked to clarify if the controller or ins was shutting off on its own, it was noted that the assumption was that both weren't working correctly. The patient also alluded to the device not relieving their pain at times.

Event description:
It was reported from the patient that "it continues to shut off on its own", even after resetting controller and had not gotten help for the issue yet. Agent called patient, and patient clarified their stimulation was turning off on its own, starting 3-4 months ago (this year). Patient said they never turn their stim off as when stim is turned off, their pain comes back and patient is no longer taking pain pills with the stimulator. Patient said this has happened a few times. Patient then said for the last month, their device was acting weird in that when they go to charge the implant, even when the implant was not at 0%, the equipment could not find the device. Patient said they charge twice a week and doesn't let the implant go to 0% so they don't lose stim. Troubleshooting was unable to be performed as patient did not have equipment and was at a graduation. Patient will call back later for further information and troubleshooting. When asked doctor, patient gave "dr. Formoso". Patient also mentioned they had called in before and was told to reset controller.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient clarified the stimulator was off; patient noted it was strange and happened a few times, and the only way to turn it off was by using the controller. Patient reported that the issue began a few weeks ago, and they could not determine the cause. Patient noted the implant was charged every time it happened.